Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient called to report possible bilateral rupture and pain. Patient stated after breastfeeding they no longer can "feel their implants". They feel like they did before surgery. This record is for the right side. The device remains implanted.